Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had an angulation malfunction, and the insertion tube was damaged. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and the air/water cylinder and tube and the jet tube had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the electrical connector had corrosion due to water leakage, due to wear of the angle wire the bending angle in up/down directions did not meet the standard value, the image guide protector was damaged, the adhesive on the bending section cover rubber had a crack, the connecting tube was deformed, and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the scope (air/water tube, air/water cylinder, sub-water channel), but the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.